Event description:
The third report of three from the same facility involving a different patient and another 910120a (lds) lumber drainage set. It ws reported that the drain also came apart at the same connection site; (luer lock connection to drain) while the patient was on the bed pan. The failure was at the junction of the soft catheter line as it entered the threaded attachment allowing the line to be connected to a valve junction. The staff was unable to calculate how much cerebrospinal fluid was lost because it was in the bedding. It is unk currently if the patient incurred an injury as a result of this event. After the drainage set became disconnected another (second) unit was used and it functioned appropriately.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.